Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: how much longer operation took due to fault (e.g. 30 min)? How the bleeding was stopped? What kind of harmful effects did the patient get (e.g. Hospitalized)? How does the patient feel now? What was the surgical procedure being performed? What were the indications for surgery? What anatomical structure was being fired on when issue occurred? On which number firing of device did issue occur? How was the bleeding addressed? Was a transfusing required? Please explain what is meant by ¿did not make staple line¿? Were staples present? If so, what was their form. What is meant by ¿stucked¿ what troubleshooting steps were taken to open the device? How was the device eventually removed from the patient? What color cartridge was being used? What is the current patient status? They took a new device and the surgery was ok after that. I do not know more about this case. First there told me, that there was a problem with the bleeding. But second time, when I was contacting them, the patient was ok, so nothing serious bleeding. The is no additional information.

Event description:
It was reported that it did not work normally. It did not make the stapleline and it was stucked. They had difficulties to get the instrument outside the body and the result was massive bleeding. So the situation was dangerous.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57156. Investigation summary: the ec60a device was received for analysis with no visual non-conformance and with an ecr60d cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The partially fired is consistent with an incomplete or interrupted cycle. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.